Event description:
The facility representative reported a pump in which the syringe jammed during administration of propofol, interrupting therapy. The pump did not administer the propofol at a consistent dosage and the pt started moving during the procedure. The nurse needed to change to a gravity feed and saline and propofol. Nurse also changed the battery on the pump and the syringe still jammed. This was found during pt use, with no pt injury reported or medical intervention needed. No additional information is available on this report.

Manufacturer narrative:
Pump has been requested for eval but has not been received. Upon completion of the eval or if additional information becomes available, a follow-up report will be processed.